Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the 2nd clip dropped from the jaws into the abdominal cavity after the device fired properly at the 1st firing on the cystic duct. The dropped clip was retrieved without difficulties. The clip was unformed (the legs of the dropped clip were straight). After the event, the device was fired in the patient and the 3rd clip was formed properly on the cystic duct. However, when the device was fired on the cystic artery, the clip was malformed (the legs were overly bent). There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Additional information: was the clip fully advanced into the jaws prior to firing? ---no. Was there any torquing or twisting of the device present at the time of firing? ---no information. Was any unexpected resistance felt while firing the trigger? ---no. Were any unexpected noises heard? If so, when? ---no. Did anything unexpected happen prior to this incident? ---no. Was the device fired after this incident in or out of the patient? ---yes. The analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. In addition the device locked out as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.